Event description:
It was reported that the 9800 system had a control panel error message and would not send images to pacs. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel board was replaced and the network configuration was adjusted during the service call. The system was tested and found to be working as intended and put back into service.